Event description:
The customer reported that the device was being utilized in thick, diseased tissue when the knife blade became bent and was reported as being exposed from beyond the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.